Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left bottom corner, cracked by the tube holder, right plunger case was cracked, and there was visible contamination. A review of the event history log (ehl) identified battery communication timeout. During the functional testing was able to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and radio board. Uploaded software and configuration. Power up process and device passed self-test.

Event description:
It was reported that battery indicator is not working. No patient injury was reported.